Event description:
It was reported that the patient presented in hospital with heart block and junctional escape in the 20s. The patient also reported feeling dizzy and fatigued. Device interrogation showed a deviation in impedance that started in (B)(6) 2017 as well as high capture thresholds. The rv lead was capped and replaced on (B)(6) 2018. There were no patient complications.